Event description:
Tip of nail broke while implanted in pt. Locking screw was removed several weeks prior to dynamice. Pt. Is non compliant addict. Doctor believes add'l trauma was involved in breakage. Revision was required.